Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure . What tissue location of the placement of suture? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was suture initially placed (interrupted or continuous)? Please explain why the physician believed the suture did not absorb well. What was the appearance of the suture during the second procedure? Other relevant patient history/concomitant medications . If applicable, will product be returned, return date, tracking information? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient current status?

Event description:
It was reported that the patient underwent physiological delivery on (B)(6) 2018 and suture was used. On (B)(6) 2018, the patient complained of pain. The patient¿s symptoms were relieved after suture removal. The healthcare professional opined the suture did not absorb well. Additional information has been requested.

Manufacturer narrative:
Pc(B)(4). Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure unk what tissue location of the placement of suture?unk what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased?unk how was suture initially placed (interrupted or continuous)?unk please explain why the physician believed the suture did not absorb well. The suture implanted for several days, and it still stiff and didn't become soft as it before what was the appearance of the suture during the second procedure? Unk if applicable, will product be returned, return date, tracking information?unk what is physician¿s opinion as to the etiology of or contributing factors to this event?unk what is the patient current status? Stable